Event description:
On 10/09/2024, it was reported by a sales representative via (B)(4) that an ar-3780sp knee fibertak® button pulled out. This occurred during use when they placed the anchor, they went to set the anchor and it pulled out instantly. The inserter also bent.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/15/2024 additional information was received by sales representative via email who stated that the procedure being performed was a quad tendon repair. A disposable drill and guide were used to prepare the bone socket for insertion. The patient's bone quality was great. The procedure was completed by using a new knew fibertak button anchor. Device was disposed of after the case.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device bending and the implant pulling out. The complaint allegation was confirmed based on the customer's attached picture, where the shaft of the instrument was noted to be bent. However, no evidence of button failure was received.